Event description:
A dialysis facility technician reported a 1550 hemodialysis machine removed more ultrafiltration than intended. It was reported that the treatment was completed and the pt's blood pressure (bp) was 99/58, although the pt did not exhibit any other symptoms. Following the administration of 200 ml of normal saline, the pt's sitting bp was 122/81 and standing bp was 116/74. After weighing the pt it was determined that 5.6 kg was removed rather than the intended 4.2 kg. The technician stated that the pt "was fine" and was discharged in good condiiton. Reportedly there were no alarms during the treatment.